Manufacturer narrative:
Additional information: a2, b3, b5, b6, b7, d10, e1, e3 and g2. B5: upon follow up, it was reported the antibiotic amikacin injection was discontinued. It was not reported that the patient was on vancomycin, as initially reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and diarrhea. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient began treatment with vancomycin injection (1gm, intraperitoneal, once every 5th day, discontinued) and amikacin injection (100mg, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovered from peritonitis. No additional information is available.